Manufacturer narrative:
(B)(4).

Event description:
It was reported there was blood found in three-bifurcate of the intra-aortic balloon (iab) 2 hours after usage. Therefore the iab was successfully changed for another. Patient outcome reported as fine. There were no reports of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, a crack was found at the injection site of the bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported there was blood found in three-bifurcate of the intra-aortic balloon (iab) 2 hours after usage. Therefore the iab was successfully changed for another. Patient outcome reported as fine. There were no reports of patient death, serious injury or complications.